Event description:
User facility reported that the suction line was found to be leaking during suctioning. Another suction catheter was prepared and used. No adverse effects to pt reported.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.